Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient on a cobas 8000 cobas ise module and two cobas 6000 c501 modules. The initial calcium result on the first cobas 6000 was 9.51 mg/dl. The first repeat result on the cobas 8000 was 8.89 mg/dl. The second repeat result on the second cobas 6000 module was 10.75 mg/dl. The initial result was reported outside of the laboratory. The result of 9.51 mg/dl was deemed correct. The calcium reagent lot number on the cobas 6000 was 610980 and the expiration date is 30-apr-2023. The calcium reagent lot number on the cobas 8000 was 608144. The expiration date was requested but not provided. This medwatch is for the cobas 8000. Refer to the medwatch with a1 patient identifier pt-71071 for the cobas 6000 module.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The alarm trace did not show a conspicuous event. Based on the information provided, a general reagent issue can be excluded. The service maintenance actions performed by the fse resolved the issue.